Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning following a colonoscopy procedure on an unknown date. The channel end of the brush broke off during cleaning and became lodged in the scope. The staff were able to retrieve the broken brush head using suction. There was no patient involvement in this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.